Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: audio bolus button cover is fully intact and fully responding to user press. Removed pump cover; no evidence of internal moisture was observed. Unable to duplicate the complaint. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.